Event description:
Reported by regulatory agency as - leak. Consequences : inefficiency of device + gain of weight. Investigation in progress.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(6) 2012. The reporter to the regulatory body of the complaint was asked to return the product for analysis as well as to indicate the product serial number. Date of event, implant date, surgeons and pt data. The info has not yet been received by allergan. The connector type cannot be identified nor as assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis testing has been done. No add'l info has been reported to allergan regarding the serial number or model number, implant date, surgeon data, pt data or testing or if the device will be returned. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment. "Prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been complaint with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."